Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was receiving inappropriate therapy. After doing noninvasive testing, the physician elected to remove the rate sensing portion of this lead and implant a new ICD and rate sensing lead. Implanted-11/22/94. Rate sensing portion out of service-09/18/96. Rate sensing portion implanted-22 months.